Event description:
It was reported that the patient "broke" their stitches. The healthcare provider closed incision again and this resolved the issue. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model # 3889-28, lot # v913868, implanted 2012 (B)(6), explanted unknown; programmer: model # 3037, lot # njd147833n.